Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed

Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 54-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage c shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had a suspected ischemic stroke. Anticoagulation was stopped and tissue plasminogen activator (tpa) was initiated. The patient was sent for a computed tomography (CT) scan and an ischemia/symbolic stroke was ruled out. Tpa treatment was continued. The post-procedure outcome is unknown. Stroke is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B5 is being updated to correct information included in the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted into the right femoral artery.